Event description:
It was reported that during an ablation procedure, the irrigation port detached form the 7f cool path catheter. Another of the same device was used to complete the procedure with no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Method: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information form the review, a supplemental med watch will be filed.